Event description:
Info received indicates the bed functions are only working intermittently from both siderails.

Manufacturer narrative:
The technician isolated the siderails and replaced the right intermediate siderail cable to repair the bed.